Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed a 24mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient went to the emergency room (ER) on (B)(6) 2025, complaining of chest pain. The patient was found to have a trivial pericardial effusion and was admitted overnight. On (B)(6) 2025, the effusion was noted to have gotten smaller, and the patient was discharged home on colchicine for pericarditis. The patient returned to the hospital on (B)(6) 2025, with a large circumferential pericardial effusion and pericardiocentesis was performed. 800ml of blood were drained. The patient received fresh frozen plasma (ffp). The patient was discharged and is expected to fully recover.